Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged sensor did not start. The customer reported blood glucose value of 30 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-7040a,mmt-1884,mmt-242a,mmt-332a. Troubleshooting was declined by the customer. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-7040a,mmt-1884,mmt-242a,mmt-332a.